Event description:
It was reported that a pump keypad is not working properly. The customer reported that the keys are sticking. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The device eval confirmed the reported "pump keypad is not working properly." The following keys are inoperable: #5, #6, #7, #8 and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed; alphabetically: when the "abc" key is pressed, ap will be displayed interfering with the mdl drug search). The keypad will be replaced. Baxter has initiated a CAPA to further investigate the issue.